Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient dislocated their constrained liner from the cup again on (B)(6) 2019. On (B)(6) 2019, liner was revised to a constrained liner, trident constrained acetabular insert, size f, ref code: 690-00-28f, lot: lw556t. Patient has tertiary syphilis. This has manifested in the following ways according to the treating medical team, loss of muscular control and inhibition for neurological function. Is unable to understand or follow directions and daily puts their hips in extreme ranges of motion, as a consequence of their condition. This patient's original surgery was on (B)(6) 2019 and it was first revised on (B)(6) 2019 for dislocation. Patient revised again (B)(6) 2019 after a disassociation of a constrained liner on (B)(6) 2019.